Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at implant attempt, two different leads were observed to be fractured. The leads were not used. No patient complications have been reported as a result of this event.